Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call the customer encountered low battery alert and off no power alert. The customer stated the dome label is missing and there are pieces being shaved off the reservoir compartment. The customer also stated the drive support cap is protruded. The customer's blood glucose was unknown. The customer was advised the insulin pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime excessive no delivery test due to prime alarm. Pump passed basic occlusion, self-test, unexpected restart test, displacement test and all operating current were normal. No unexpected low battery, off no power alarm or battery indicator anomaly noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.